Manufacturer narrative:
Only event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the broken proximal femoral nailing system (tfna) long nail was removed and a new one was reinserted. The nail was cracked but was not completely separated in 2 pieces. The nail was able to flex at the point of the crack which was at the blade hole or nail juncture. The nail was easily removed. Patient was doing great during and after surgery. There was a patient consequence. Concomitant devices reported: nail head elements: tfna helical blade (part number unknown; lot unknown, quantity: 1 ), screws: locking (part number unknown; lot unknown, quantity: unknown), end caps: tfna (part number unknown, lot unknown, quantity: 1). This report involves 1 11mm/130 deg ti cann tfna 420mm/right ¿ sterile. This is report 1 of 1 for (B)(4).